Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 451 mg/dl. The customer mentioned that they experienced nausea, thirsty and difficulty in breathing. The customer also mentioned that they were hospitalized due to cardiac arrest and was disconnected from the insulin pump and treated with intravenous insulin drip. The insulin pump was not on auto mode at the time of the incident. The insulin pump will not be returned for analysis.